Manufacturer narrative:
Batch review performed on 14 august 2019: lot 1811487: (B)(4) items manufactured and released on 4 april 2019. Expiration date: 2024-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 1 month from the primary due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and poly swap and inserted antibiotic beads into the patient. The surgery was completed successfully.